Event description:
It was reported that there was particulate matter inside an intravia empty container. The reporter stated that this was discovered when the bag was taken to the compounding room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused unit for evaluation. Visual inspection revealed loose particulate matter inside fluid path. The cause of the particulate matter is undetermined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.